Event description:
A malfunction on the pump was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information, but the caller lacked a charging cord and declined further assistance. The caller mentioned they would contact technical support if additional help was required.